Event description:
Physician attempted to use a protégé everflex self-expanding stent device for patient treatment of a cto lesion in the proximal artery with calcification, and tortuosity and 70% stenosis. No abnormalities reported in relation to anatomy. It was reported that deployment issues occurred, partial deployment was reported. The blood vessel was pre-dilated with a 3mm small balloon. The stent passed through the lesion and after accurate positioning, the lock-pin was removed, and it was started to deploy. After deploying the tip of the stent a little, there was resistance, and the deployment could not be successful. After many attempts, it was still unsuccessful. Therefore, the stent was removed from the body together with the guide wire, and it was replaced with a new stent. The deployment was successful, and the operation was ended. No patient injury reported

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the locking mechanism was tightened and a portion of the stent was observed to be exposed, the stent was confirmed as 40mm from the strain relief, approx 5mm of the stent was exposed from the device, the deployment paddles are approximately 60mm apart the stent was manually deployed without issue, examined and no abnormalities noted to the stent, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.